Manufacturer narrative:
The complaint device is not available for a physical evaluation. No further information regarding the technique or instruments used has been provided to determine a root cause for this failure. This device is made of stainless steel and from past investigations it has been determined that this type of failure can be observed with applying excess force while using the device. Other than this possibility, a root cause cannot be determined. Furthermore, no lot numbers were supplied which precludes conducting a batch history review or a lot specific search in the complaints handling system. Based on the complaint history for this failure, at this point in time, no further action is warranted. However, depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. (B)(4). Depuy synthes has been informed that the lot number is not available. Not returned.

Event description:
The sales rep reported that during an acl procedure the tip of the customer's femoral aimer 5mm offset broke off in the patient. The sales rep stated that the broken piece was removed from the patient without any issues and that no debris was left in the patient. The sales rep reported that the surgeon completed the procedure without the guide and that there were no patient consequences but there was a ten minute delay. The sales rep could not provide a lot number for the device but stated that the device is approximately two years old. The sales rep was not present for the case therefore could not provide any further information. The sales rep stated that the device was discarded.